Manufacturer narrative:
Complaint history and product history records could not be reviewed because the case report did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported a case in a literature article that described a secondary cataract that occurred following an intraocula lens (iol) implant procedure. It was reported that six and a half years following the implant, the patient experienced decreased vision. It was observed that a secondary cataract had developed in the obturator cavity. On the same day, a hole was made in the posterior capsule below the ear side with a yag laser. One week following the laser procedure, the patient's visual acuity had improved without any complications. The space between the posterior aspect of the iol and the posterior capsule had disappeared. Additional information was requested.

Event description:
Additional information was received indicating the patient experienced an anterior capsule adhesion that was treated by a yag laser. The patient was recovered following the procedure.

Manufacturer narrative:
Product evaluation: the product was not returned. The lot/serial number was provided. Product history records were reviewed and documentation indicated the product met release criteria. Root cause: the root cause could not be determined. A malfunction has not been indicated against the iol. The file has been opened from a literature report: three cases of liquid secondary cataract treated by posterior capsulotomy with single shot nd-yag laser. Only an excerpt for case 3 was provided. Patient developed a secondary cataract 6.5 years after the implant. The issue was resolved with the yag treatment. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).